Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:15 a.m. The meter result was 8.0 inr and at 12:00 p.m. The laboratory result was 4.3 inr. On (B)(6) 2019 at 10:30 a.m. The meter result was 7.2 inr and at 11:00 a.m. The laboratory result was 4.78inr. The patient stopped taking his marcumar dose as values were outside the therapeutic range. The patients therapeutic range is 2.5-3.0 inr and tests once a week.